Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci si surgical procedure. The process of lymphnode sampling led to this patient having to return to the or. This area is highly vascular and sometimes small arteries go into spasm when cut but later begin actively bleeding again. This is clearly unrelated to any davinci malfunction.

Event description:
As part of a legal dispute intuitive surgical, inc. Received information regarding a patient that underwent a da vinci si radical prostatectomy for hi-risk prostate cancer on (B)(6) 2011. Intuitive surgical was provided with the operative report. Additional information provided includes other notes from the patient's hospitalization. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was an allegation of an intraoperative complication since the patient had to return to the or within 24 hours. On the day of the surgery the patient presented with hypotension in the recovery room and was transferred to the ICU. Attempts to maintain normal blood pressure were unsuccessful and the patient was taken back to surgery for an exploratory laparotomy. The patient was found to have active bleeding from a small arteriole in the area of the prior lymph node dissection. This was easily controlled and the patient's operation was concluded